Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip deploying on one leaflet requiring intervention. It was reported that on (B)(6) 2022, a patient presented with grade 3+ functional mitral regurgitation (mr), a thin posterior leaflet, and severe left ventricular ejection fraction (lvef). There were difficulties with image quality during the mitraclip procedure. Due to the poor quality of the posterior leaflet, several grasping attempts were made with a mitraclip ntw, medially on a2 and p2. The leaflets were grasped and leaflet insertion assessment was completed. During deployment after lock line removal, the posterior leaflet was detached. The device was deployed only on one leaflet, and a second clip was implanted to stabilize the ntw. A third clip was intended to be implanted, but it would have been too close to the commissure. The mr was reduced to grade 2. In the physician's opinion the poor quality and thin posterior leaflet contribute to the detachment. There was no clinically significant delay. No additional information was provided.

Event description:
This is filed to report the clip deploying on one leaflet requiring intervention. It was reported that on (B)(6) 2022, a patient presented with grade 3+ functional mitral regurgitation (mr), a thin posterior leaflet, and severe left ventricular ejection fraction (lvef). There were difficulties with image quality during the mitraclip procedure. Due to the poor quality of the posterior leaflet, several grasping attempts were made with a mitraclip ntw, medially on a2 and p2. The leaflets were grasped and leaflet insertion assessment was completed. During deployment after lock line removal, the posterior leaflet was detached. The device was deployed only on one leaflet, and a second clip was implanted to stabilize the ntw. A third clip was intended to be implanted, but it would have been too close to the commissure. The mr was reduced to grade 2. In the physician's opinion the poor quality and thin posterior leaflet contribute to the detachment. There was no clinically significant delay. Subsequent to the previous report it was reported that during the procedure there were difficulties grasping and capturing the leaflets due to a restrictive and short posterior leaflet. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult or delayed positioning (leaflet grasping), and the reported difficult or delayed positioning (leaflet capture), were due to challenging patient anatomy (thin, short, restricted posterior leaflet). The reported foreign body in patient associated with the clip being implanted on only one leaflet appears to be due to challenging patient anatomy (thin, short, restricted posterior leaflet) and the detachment of posterior leaflet upon lock line removal. The reported image resolution poor was associated with imaging difficulty. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 device code 2993 removed.